Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomaly when removing the plunger, performed manual test and found plunger torque test result is within acceptance criteria. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was leaking past second o ring. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.